Manufacturer narrative:
No scrolling buttons or button error alarms noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump also had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons malfunctioned during a bolus. The customer took out the battery and replaced it and the insulin pump alarmed for a button error. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.